Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was tuned to a mode other than monitor plus therapy due to an unrelated surgical procedure. Following surgery the patient went home and the device was unintentionally not turned back on. Remote monitoring detected the device programming change. The clinic contacted the patient and the patient presented to the clinic where the device was successfully turned back to monitor plus therapy. To date, there have been no adverse patient effects reported.